Manufacturer narrative:
Device received with critical pump error (open book) and pump error 40 found in the alarm history file due to a software error. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error alarm. Customer also reported they received the open book image on the pump screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.